Event description:
It was reported the lead was implanted successfully but when it came to the 2nd stage (10 days after implant) the lead was pulled down to where the incision was made and the end of the lead came off. It was noted the lead would be replaced. No patient injury was reported. It was noted the patient was not receiving therapy. Additional information received reported the lead had not yet been replaced.

Manufacturer narrative:
(B)(4).